Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of system log file showed flexvision pc malfunctioning error. Upon troubleshooting, fse found that the issue was due to software crash on flexvision pc. Fse reinstalled the software of flexvision pc and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.